Manufacturer narrative:
Device analysis report attached. This report is submitted on november 24, 2021.

Manufacturer narrative:
This report is submitted on september 27, 2021.

Event description:
Per the clinic, the patient experienced skin flap infection around the implant site. The patient was prescribed with oral antibiotics for a total of 70 days between (B)(6) 2019, and (B)(6) 2021, however, the issue did not resolve. Subsequently, the patient experienced swelling at magnet site resulting in the decision to explant the device. The device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.